Event description:
It was reported that during a laparoscopic sympathectomy, the trocar came apart where the seal meets the sleeve when the trocar was in the pt. The remaining part of the sleeve was removed later by expanding the incision. The case was finished with two 5mm trocars.